Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/protruded drive support disk. No prime alarms were noted. Theinsulin pump received with broken battery cap, battery tube threads, reservoir tube lip and scratched lcd window.

Event description:
It was reported that the insulin pump alarms during the prime process. The blood glucose reading is 71 mg/dl. Customer treated with glucose tablets and banana. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.